Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. Programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and insulin exited. Instructed customer call back to perform the high-pressure test when clamp arrives.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.